Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement, and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No pump error 25 alarms noted during testing, however pump error 25 alarms were noted in trace download analysis due to intermittent non-sleep anomaly software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that customer's insulin pump alarmed backup battery failure after that is multiple pump error. The customer¿s blood glucose level was unknown at the time of the incident. Customer noted that he had to simulate the rewind sequence after every alarm. Customer was advised to call back if issue again persist. Pump was not to be return for analysis.